Manufacturer narrative:
Investigation: used test and analysis equipment. Keyence vhx 600d digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of each cutting guide. On every saw-slot we found burrs at the edge. Conclusion and root cause: the root cause of the problem is wear and tear. Rational: the IFU includes the instruction to check the instrument before usage. No CAPA is necessary.

Event description:
Country of complaint: (B)(6). Cutting guides are damaged. Especially at the dorsal cut a sharp edge has developed. The hospital fears that someone could get injured or a small fragment could break away during the operation. Multiple item numbers reported; nq1042r / iq columbus 4-in-1 fem.cutting guide f2, nq1043r / iq columbus 4-in-1 fem.cutting guide f3, nq1044r / iq columbus 4-in-1 fem.cutting guide f4, nq1045r / q columbus 4-in-1 fem.cutting guide f5, nq1046r / q columbus 4-in-1 fem.cutting guide f6, nq1047r / q columbus 4-in-1 fem.cutting guide f7, nq1048r / q columbus 4-in-1 fem.cutting guide f8.